Event description:
It is reported that; the pt complains of having pain in his upper thigh and hip for the past six months to a year. The pt has noticed a significant change in his mobility within the last year. The pt states that he has trouble walking distances and frequently begins to limp from the pain. He recently had an appointment with his surgeon and completed medical testing. The pt is scheduled for a revision surgery on (B)(6) 2012.

Manufacturer narrative:
The customer and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event considered to be under the scope of this recall.